Manufacturer narrative:
Additional information provided: two opened trocar assemblies and one trocar hub were received. The returned samples were visually inspected. The two trocar assemblies (sample 1 and 2) returned were found to be conforming. The hub returned with no cannula was found to be non-conforming, due to the cannula separated and the presence of foreign material. There was presence of adhesive inside of the hub. Functional push out testing was performed on samples 1 and 2 and the samples were found to be conforming. Since the cannula was not returned it could not be evaluated for the reported issue of poor infusion. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the lot for the reported issue. Photo attached to the parent complaint was reviewed by the manufacturing site. Photo shows 2 partial trocar assemblies and 1 separated trocar hub and cannula, which confirms the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned separated hub sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. Since the trocar cannula of the separated hub was not received at the manufacturing site, the reported issue of poor infusion could not be confirmed, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the surgeon noticed the water intake was slow after attaching the infusion cannula tip to the trocar and when he remove the infusion cannula tip he found the blue trocar head "sliding down from the puncture point" and found the metal part of the trocar on the irrigation tip during a procedure. The procedure was completed after replacing the product and there was no harm to the patient.